Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a low predicted alarm that they were unable to clear. Customer also reported a keypad anomaly. The customer stated the buttons were unresponsive to clear the alarm. Customer's blood glucose was 156 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. No unexpected low predicted alarm during our testing noted. The insulin pump had minor scratched display window.